Event description:
During an arch aneurysm repair two liga clip appliers cut the small vessel tissue rather than clipping it. A third device was obtained which worked properly. There was no injury to the patient; however the duration of the case was prolonged while the devices were switched out.